Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing a lamp error e105 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (beijing) sales & service co., ltd.(ocsm), there was the possibility that the reported phenomenon was attributed to the following causes. A lamp error e105 might be caused by aging deterioration due to repeatedly long-term use because 5 years had passed from the subject device had been manufactured.